Manufacturer narrative:
The device is not available for evaluation as it was discarded by the facility at their location. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by a company representative that an implant needed to be explanted due to a reoccurring infection from unknown source. The original procedure was completed successfully without a delay. There is no other information known at this time.